Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated they had experienced high blood glucose. Blood glucose reading was 500 mg/dl. Customer reported infusion set was pulled out caused high blood glucose. The device will not be returned for analysis.